Event description:
The steering handle was hard to turn. Steering issues which denote a situation where the system is hard to steer or steering is found to be stiff, as similar to those expressed in this event could result in inconvenience and a slight delay in system usability. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The steering was found to be rubbing the lemo connector bracket. The lemo connector bracket was reseated. The system was tested and found to be working as intended and returned to service.